Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during abdominal sacrocolpopexy with flexible cystoscopy procedure performed on (B)(6) 2017, for the treatment of severe vaginal prolapse. During the procedure, the y mesh was affixed to the cuff and the arm was affixed and tied to the sacral promontory. The mesh was sutured in the retroperitoneum with a running 3-0 vicryl suture. The bowel and omentum was replaced. The fascia was closed in the midline, and the subcutaneous tissue was irrigated, and the skin was closed using surgical staples. A sterile dressing was applied, and the patient was awoken and taken to recovery in good condition after tolerating the procedure well. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2017, was chosen as a best estimate based on the date of the mesh was implanted. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) block h6: imdrf patient code e2401 captures the reportable event of unspecified personal injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.